Manufacturer narrative:
Imaging review: cine images were returned for review. The only angiogram provided of the right femoral artery was an initial angiogram to confirm placement of an external sheath. The cine films received did not confirm that an iliac dissection occurred once the delivery catheter system (dcs) was removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ls-mdt2-2629; product lot/serial number (B)(6); product type: compression loading system; product ID evolutpro-26; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2018; h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be documented in the report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve via the right femoral artery and using the in-line sheath, the delivery catheter system (dcs) was removed and bleeding was noted at the access site. The minimum access vessel diameter was 7 mm. Dissection in the iliac artery was reported. Unspecified concomitant or additional medication was administered. Manual compression was applied and there was a total of 4 balloon inflations and one unit of blood product administered to assist in bleeding cessation. The treatments were successful. At the end of the procedure the artery was open, bleeding stopped, and the patient was hemodynamically stable. The hemoglobin prior to the procedure was 12.7 gr%. After the procedure hemoglobin measured 11.4, 10.5 on the same date. Measurements 10.3, and 10.7gr% were also reported. It was reported that the anatomy was slightly tortuous. Hospitalization was required as result of this event. The patient was discharged 4 days following the valve implant procedure. The bleeding event was also reported causal to the procedure and causal to the delivery catheter system (dcs). No additional adverse patient effects were reported.